Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and no damages were observed. The platform was run with a large resuscitation test fixture (equivalent to 250 pound patient) for 30 minutes with no faults detected. The reported user advisory 8 (motor controller fault detected) could not be duplicated during functional evaluation. A review of the archive was performed which showed that no user advisories occurred on the reported event date of (B)(6) 2014. Based on the investigation, no part(s) were identified for replacement. In summary, the reported complaint of the platform displaying a user advisory 8 could not be confirmed. The ua 8 could not be duplicated during functional testing and also was not observed in the archive.

Event description:
Complainant alleged that the autopulse® platform was displaying a user advisory (ua) 08 (motor controller fault detected) message. No adverse patient sequelae was reported. No further information was provided.